Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Health professional reported "rupture" via MRI. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Health professional reported "rupture" via MRI. Health professional later reported capsular contracture baker grade ii via MRI and ultrasound. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h.6.

Event description:
Health professional later reported capsular contracture baker grade ii via MRI and ultrasound. This record is for the right side. Device was explanted and replaced.